Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported the patient was hospitalized for peritonitis. The patient was treated with vancomycin and rifampicin for peritonitis. Approximately 27 days after event onset, the patient recovered from the peritonitis. At the time of this report, the patient was scheduled for discharge. Pd therapy was ongoing. No additional information is available.